Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon tried to used the third cartridge during a laparoscopic sigmoidectomy, the jaws of the reload were closed but there was a gap between the reload and anvil. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.